Event description:
User called into emergency support program line to request and report issue intra aortic balloon (iab) had gas loss alarm. There was no harm or injury reported.

Manufacturer narrative:
Gas loss alarm reoccurred, they requested service but they sent him over to esp person.he was able to put him in touch with another technician.